Event description:
Trinity revision of an ecima liner and ceramic head after approximately 4 months due to recurrent dislocation.

Manufacturer narrative:
Per (B)(4) final report: additional information including post primary and pre revision x-rays, operative notes, pre-operative planning documents and patient details were requested in order to progress with the investigation of this event, however, not all were available and thus the investigation was limited. It was confirmed that the explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Although the investigation of this event was limited due to the lack of available information, it has been identified that the patient may have been able to achieve more flexion post op, thus leading to the reported dislocations and thus this case is now considered closed. Should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -1970 initial report. Additional information including post primary and pre revision x-rays, operatives notes, pre-operative planning documents and patient details have been requested in order to progress with this investigation, however, not all of this information could be provided. A post primary x-ray and pre-operative planning documents have been provided and will be reviewed. Details of this review will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of an ecima liner and biolox delta ceramic head after approximately 4 months due to recurrent dislocation.